Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned subject device revealed that the coil delivery wire was found to be kinked/bent in multiple areas. The main coil was found to be stretched. The main coil suture was found to be damaged, and the main coil was found to be broken/fractured closer to the distal end. Functional test was unable to perform due to damage of the subject device. The reported complaint was not confirmed based on analysis. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). Also, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. It was reported that the subject device got stuck in the shaft of the microcatheter. Additional information provided by the customer indicated that there was no friction or resistance while the subject device was advancing the introducer sheath. While advancing the subject device the operator proceeded slowly and carefully without excessive force. The operator wasn't able to move the subject device l without resistance. The tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter. The subject device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The subject device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was severely tortuous. During analysis, the subject device delivery wire was found to be kinked/bent. The main coil was found to be stretched, and the suture were also observed to be damaged. The main coil was found to be broken/fractured closer to the distal end. The reported ¿coil jammed¿ could not be confirmed as the microcatheter wasn¿t returned, so an assignable cause of underminable will be assigned. An assignable cause of ¿procedural factors¿ will be assigned to as analyzed ¿main coil stretched¿ , ¿main coil suture damage¿ , and ¿main coil broken/fractured during use¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to as analyzed ¿coil delivery wire kinked/bent¿ as this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
The subject device was returned for analysis, and it was discovered that the subject device was found to be broken/fractured during use. No clinical consequences were reported to the patient due to this event.